Event description:
It was reported that during a surgical procedure at the user facility, the device leaked at the lid portion upon injection. X-rays were taken, and low viscosity cement was added to the patients femur. The procedure was completed successfully with no clinically significant delay, and no adverse consequences reported.

Manufacturer narrative:
Manufacturer report number 1178959 was filed in error. Upon further review of the event, it was assessed that the customer did not experience a reportable event per 21 cfr 803:20.

Event description:
It was reported that during a surgical procedure at the user facility, the device leaked at the lid portion upon injection. X-rays were taken, and low viscosity cement was added to the patients femur. The procedure was completed successfully with no clinically significant delay, and no adverse consequences reported.